Event description:
The customer reproted a black horizontal line is displayed on the left monitor when pushing the x-ray switch. No pt injury was reported.

Manufacturer narrative:
Customer has not yet approved eval and repair. (B)(4).